Manufacturer narrative:
The returned ipg and the lead were analyzed and no anomalies were found.

Event description:
A report was received that the patient was playing a game at a game center when a spark emitted from the gaming equipment and the patient experienced an electric shock. The stimulation was disrupted at that time. The patient stimulation was regained however the patient indicated that the paresthesia felt different, and there was a lack of pain control due to the lack of stimulation. The patient underwent a revision procedure wherein the ipg and the lead were replaced. Additional information was received, in that the devices were returned for analysis. Additional information was received with the device implant date.

Event description:
A report was received that the patient was playing a game at a game center when a spark emitted from the gaming equipment and the patient experienced an electric shock. The stimulation was disrupted at that time. The patient stimulation was regained however the patient indicated that the paresthesia felt different, and there was a lack of pain control due to the lack of stimulation. The patient underwent a revision procedure wherein the ipg and the lead were replaced.

Manufacturer narrative:
The returned ipg and the lead were analyzed and no anomalies were found.

Manufacturer narrative:
Date of event: (B)(6) 2018 (exact date is unknown). Additional suspect medical device component involved in the event: model: sc-2408-74; serial: (B)(4); description: avista MRI perc lead kit 74 cm.

Event description:
A report was received that the patient was playing a game at a game center when a spark emitted from the gaming equipment and the patient experienced an electric shock. The stimulation was disrupted at that time. The patient stimulation was regained however the patient indicated that the paresthesia felt different, and there was a lack of pain control due to the lack of stimulation. The patient underwent a revision procedure wherein the ipg and the lead were replaced.